Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The patient was on lovenox from (B)(6) 2014. Additionally, the customer utilized venous blood sample durin testing. This constitutes off-label use and cannot be ruled out as possible root cause for the unexpected results. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. No further investigation will be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.3, laboratory inr: 1.5. Therapeutic range: 2.0 - 3.0. Both test were performed using the same venous sample. Reportedly the patient was hospitalized from (B)(6) 2014 from chest pain and feet swelling. While hospitalized, lovenox injections were administered. The patient's coumadin was increased to 5mg 1x/week and 4mg 6x/week starting on (B)(6) 2014. There was no adverse patient sequela. There was no additional information provided.